Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a fuse on the analog board. The customer declined the recommended repair of the device; therefore, the device was labeled "not for clinical use" and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.